Manufacturer narrative:
(B)(4). Batch # t5a142. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic radical nephrectomy surgery,after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Another device was used to cut the tissue close to the previous cut line. There were no adverse consequences to the patient. No additional information can be provided.